Manufacturer narrative:
Return requested. Replacement mvs interface cable shipped to site 08/10/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system indicated an error message: stand alone mode. The imaging system image acquisition system (ias) disconnected from the mobile view station (mvs) at that time. In trouble-shooting, the imaging system was re-booted 4 times, each time the system performed as intended. Re-booting the system resolved the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The interface cable passed bench 100t and gbit communications testing as well as continuity testing. The cable was installed in a test imaging system and the system initially readied and functioned as expected. While manually manipulating the cable, it was noted that when the cable was flexed within one foot of the lemo connector, k2 and r9 on power switching board change state. This change results in the imaging system exiting the ready state. There was an open in cable. The reported event was confirmed. The cable was replaced to resolve the issue.